Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2017, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 16-feb-2019, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a clinical study regarding a patient receiving morphine 3 mg for a total dose of 0.73771 mg/day via an implantable pump for non-malignant pain. It was reported on 2019-apr-29 the pump was checked under fluoroscopy and the catheter was found to be sluggish and was flushed with 1 ml preservative free saline after the procedure and appeared to be functioning better. The outcome of the event resolved without sequelae on (B)(6) 2019. The device diagnosis was catheter occlusion and the clinical diagnosis was catheter sluggish-patient reported pain medicine not working as well as it once was. The patient's weight was (B)(6) pounds. The etiology of the event indicated the relationship of the event to the device or therapy was possibly related and indicated the relationship of the event to the implant procedure was unlikely related. The event date was (B)(6) 2019. No further complications were reported/anticipated.